Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for evaluation. PMA/510(k) #: unknown. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown 14 fr chest tube with a mac loc came apart while in a patient. Both rpn and lot numbers for the complaint device has not been provided. A request for additional information regarding the device identity, patient demographics, event details, and patient outcome has been sent to the initial reporter. A response has not been received by cook at the time of this report.

Event description:
No additional patient or event information has been received since the last report was submitted on 16aug2019.

Manufacturer narrative:
D10 ¿ product received on: 30oct2019. Investigation ¿ evaluation: a visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed including a review of drawings, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. Inspection of the returned device confirmed the catheter tubing was already separated when it was returned. There was no biological matter present on the device. No damage was noted at the flare, tubing, or hub. An unknown opaque gel substance was found within the cap and hub. Relevant dimensions such as catheter outer diameter and connector cap inner diameter were measured and found to be within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Since no related non-conformances or other complaints from the complaint device¿s lot could not be confirmed, there is no evidence that non-conforming product exists in house or in the field. Based on the information provided, the examination of returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G5: PMA/510(k) #: exempt. B5: additional information received 07aug2019. It was reported the respirology resident noted bubbling in the chamber of the atrium and suggested airleak. The tube was inspected and found to be broken. It was reported the nurses had noted "tube abnormal" but did not see the defect. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.